Event description:
A patient was undergoing percutaneous coronary intervention. The cardiac cath system went down 9 times and had to be re-booted. The last time the system went down, interventional cardiologist pulled all catheters out and the procedure was terminated.